Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department with a report that during set up prior to patient use, the device alarmed with a whitescreen error. There were no report so any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing ta the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.